Event description:
It was reported that intermittent cartridge alarms occurred during insulin delivery. A replacement pump was sent to the customer to resolve the issue. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered a manual injection to address their bg level.